Event description:
It was reported that the crown became loose. After re-tightening screw, crown loosened repeatedly. Inspection found fracture of implant at platform level. Implant was removed. The patient is to return in 12 weeks for replacement.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified fracture around the collar and bone/blood residue around the external/internal threads due to usage. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The reported device had been placed on tooth # 19 for approximately 5 years. X-ray and picture image was not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and 1 other complaint was found for this product lot. Complainant reported that the implant fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
Tsvm6b10 - fracture, unk screw loosening